Event description:
It was reported that sensing was intermittent at setting of 1.2mv while testing nips (non-invasive programmed stimulation) on 9/27/06. During lead revision on 10/4/06, the r-wave measured 1.2mv through the device. The helix could not be retracted, so the lead was removed by rotation. The physician reported observing the svc coil uncoiling as it was removed. No patient complications were reported as a result of this event.